Event description:
Reference number (B)(4). Event occured in the united states. Two incidents of kinked infusion set cannulas were reported by the patient. The events occurred on (B)(6) 2025. In both cases, the patient noticed symptoms within 3 hours of insertion. The insertion sites were located on the abdomen. The patient also experienced high blood glucose levels as a result. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the omqr procedure.